Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that insulin pump has physical damage. Customer states that the reservoir compartment is broken. Customer's blood glucose was 111 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with damages to the case, battery tube threads, reservoir tube, reservoir tube lip, display window and missing reservoir tube o-ring.